Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited low impedance, low r-wave measurements, and high pacing threshold. The lead was explanted and replaced. Patient was in stable condition.